Manufacturer narrative:
The picking up mechanism was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event was due to mechanical problem of picking up mechanism.

Event description:
A customer reported error message ¿2161 y-axis cup transfer cup pickup failure¿ with a grinding noise on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and reproduce the complaint by running a control sample. While troubleshooting, fse found the picking up mechanism to be worn and the cable flat had a deformation problem. Fse resolved the complaint by replacing the picking up mechanism and a deformed cup transfer cable flat. Fse repaired and validated the analyzer by successfully performing quality control run without error and within published ranges. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6) 2022. There were two similar complaints identified during the search period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (2161) y-axis cup transfer cup pickup failure cause: the cup-gripping sensor failed to detect a cup after cup pickup. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty cable flat and worn picking up mechanism.